Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were high or unstable thresholds and low pacing impedance observed in the right atrial lead. It was further noted that there was possible lead damage that occurred during a recent generator change procedure. The lead was inactivated and remains in the patient. No patient complications have been reported as a result of this event.